Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic event. Even though they could not remember any specific cgm or blood glucose readings, the patient stated that the readings were off by 70 points, and that because of the inaccurate readings, she ended up in the ER. At the time of the event the patient the patient experienced symptoms of hallucination, was not aware of what was going on around her but did not lose consciousness. Initially the patient´s daughter have the patient orange juice and candies to bring the blood glucose level, but when this did not help, they called the patient´s granddaughter who is an ER nurse and she advised them to go to the emergencies. At the emergencies the patient received unspecified treatment to raise the blood glucose level and recovered from the symptoms. The patient was discharged after 6 hours and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.